Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a motor error on the insulin pump. Customer stated that her blood glucose was 576 mg/dl and then she changed everything out and took a shot. Customer's blood glucose was 202 mg/dl. Customer stated that she was throwing up earlier but feels better now. Customer stated that the pump keeps saying motor error every time she gives herself insulin. Customer was assisted with clearing the alarm and was advised to disconnect from the pump. Customer stated that they are able to rewind the pump. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.